Event description:
A malfunction alarm was reported, identified as "malf 12." There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues arose again.